Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The unspecified vessel was severely tortuous and the lesion was severely calcified with 90% stenosis. It was noted that upon the 1st inflation at 8 atms, the 1.50x12mm apex balloon ruptured. The rupture occurred below rated burst pressure (rbp). The procedure was successfully completed with a non-bsc device. No patient injuries or complications were reported. Patient condition listed as "good."

Manufacturer narrative:
(B)(4) - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)